Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2014 she obtained results of ¿268mg/dl and in the 400¿s¿. The patient detailed that she manages her diabetes using an insulin pump. The patient claimed that within an hour after the alleged inaccuracy, she developed symptoms of ¿sweating, shaking and feeling weak¿ and stated that she consumed more food or drink, but did not specify when. During troubleshooting the cca noted that the meter was set to the correct units of measure and that the test strips had not expired and were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a serious injury after the issue occurred.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(6) 2015 and(B)(6) 2015, respectively, and evaluated by lifescan product analysis on (B)(6) 2015 and (B)(6) 2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.